Manufacturer narrative:
Eval summary: the analysis results for the instrument found that it was returned in good visual condition. The instrument was cycled and the advancer bypassed the clips, causing 4 clips with gap and 3 pear shaped clips. In addition, sticking issues were noted during analysis. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances and they were reported to us. In addition, the complaint info is trended on a regular basis to determine if further investigation is warranted. The mfg records were reviewed and no anomalies were found during the mfg process.

Event description:
It was reported that during a lap colon procedure, the applier jammed and would not fire clips, they used a second device to complete the case. There was no pt consequence reported.